Event description:
It was reported that a signal loss occurred. Off-label/misuse statement. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. D4 catalog no- correction. D4 expiration date- correction. H2 type of follow up- correction. H4 device mfg date- correction. H5 labeled for single use - correction. H6: additional information- correction.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.